Event description:
Related manufacturer reference number:2017865-2025-12904. It was reported that the right atrial lead and the right ventricular lead exhibited oversensing causing pacing inhibition. It was noted that the right ventricular lead had high thresholds and both leads had insulation damage. The leads were explanted and replaced. The patient was in stable condition.